Manufacturer narrative:
UDI #: (B)(4). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested and a new handpiece with sn (B)(4) was sent to the customer. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported exposed wires with the ellips fx phaco handpiece, that the handpiece is not working. There was no patient involvement reported.

Manufacturer narrative:
The actual handpiece was not returned for evaluation. Therefore, no return product/component testing will be performed. A document labeling, trending and risk documentation reviews for this handpiece were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the device was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) was also performed which showed that there were no issues or non-conformities and that the handpiece met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.